Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 18 may 2026, a 27mm, navitor vision valve was selected for implant using a large flexnav delivery system (ds). Pre-implant balloon aortic valvuloplasty (pre-bav) was performed by using a 22mm, non-abbott balloon. During the procedure, the valve was able to be implanted successfully at a depth of 3-4mm on the non-coronary cusp (ncc). Post-implant, echocardiogram showed mild to moderate central regurgitation; transesophageal echocardiogram (tte) revealed the leak was originating at the coaptation of the right coronary cusp and ncc. Post-implant balloon aortic valvuloplasty (post-bav) was performed by using the same 22mm, non-abbott balloon used for pre-bav. Mild to moderate central regurgitation remained unchanged. There was a delay of about 20¿30 minutes in receiving the balloon-expandable valve, which required the patient to be intubated and given additional anesthesia for the selected implant. The valve was implanted inside the index valve. The patient remained hemodynamically stable throughout the procedure. The patient was in a stable condition.